Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having blood glucose of 265mg/dl. Troubleshooting found that there were air bubbles in the tubing and the reservoir. The customer was advised to remove reservoir and run manual prime. Customer declined further troubleshooting and was advised to call back if any more assistance is needed.